Event description:
It was reported that several episodes of low impedance were noted prior to a lead warning and polarity switch to unipolar pacing. The unipolar impedance is now higher than bipolar. The lead will be monitored and left in unipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.